Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited a lead impedance warning.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall. It was noted that the right ventricular (rv) lead exhibited high impedance. The lead remains in use. No further patient complications have been reported as a result of this event.